Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll had a syringe and needle connectivity issue. Verbatim: complaint via email. Email(s) attached: while priming needle popped off the syringe. Please initiate a complaint investigation for the syringe lots involved in the attached report. I am trying to verify if a complaint sample is available for evaluation. The syringe lots involved are 4256624 and 3038025.